Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the infusion set multiple times. The customer's blood glucose (bg) level was as high as 340 mg/dl. The customer declined to discuss how the bg level was treated. As the customer had changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of these past occlusions was unable to be performed.